Manufacturer narrative:
(Device product code): the correct code for this report (intervertebral fusion device w/integrated fixation, lumbar) is ovd. Unable to populate this code in the associated field. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 31, 2015 - expiry date: july 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synfix implant holder was stuck to the synfix implant at the back table during an anterior lumbar interbody fusion (alif) producer on (B)(6) 2015. The two (2) devices appeared to be cold-welded together. As attempts to detach the two devices were made, the tip of the inserter broke off into the implant. The devices were at no point in the hands of the surgeon or in the sterile field. A new implant was readily available. The procedure was completed successfully with no delay and or patient harm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: part number: 08.802.017s, lot number: 9561765, manufacture date: 31july2015. Visual inspection shows the tip of the implant holder is cold-welded onto the implant and cannot be removed. A root cause could not be determined; a possible cause could be the implant holder was cross threaded onto the implant at an angle causing the two devices to become stuck onto to each resulting in the complaint condition. This complaint condition is confirmed. Per the technique guide, the device is part of part of the synfix-lr system used for stand-alone anterior lumbar interbody fusion procedures. The applicable technique guides were reviewed. Instructions are provided for proper use of the implant holder. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the device. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A root cause could not be determined; a possible cause could be the implant holder was cross threaded onto the implant at an angle causing the two devices to become stuck onto to each resulting in the complaint condition. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.